Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the user's caregiver reported that the insulin cartridge and tubing dislodged from the pump. The cartridge was reinserted, and insulin delivery continued. Blood glucose was not affected.